Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient called back and repeated events reported in original call note. The patient repeated he was dismissed from his hcp and needs to have his pump filled by december of 2019. He believes his pump to be "leaking in his back" since 2019 (stated the past 4-5 months). Bupivacaine makes him feel numb in his back and the numbness started out the size of his hand and now is the size of a "basketball". He is falling asleep while standing up since the past 4-5 months and he has fallen 3 times because of this. The morphine is making him feel "dopey" and he is sleeping 18- 20 hours per day. The pump is turned up too high. The hcp did a dye study july / aug 2019 but it showed the catheter was not leaking. The patient repeated that his catheter had "failed" in the past and was replaced. They asked for assistance connecting with an hcp because he cannot find anyone to help him. It was reviewed that the manufacturer cannot get involved in hcp/patient relationship. The patient requested hcp listings for minneapolis and denver to be sent to his email address. There were no further complicat ions reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drugs being delivered were morphine (unknown) and bupivacaine, both with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient needs to find a new healthcare professional (hcp) to fill the pump because his previous hcp dismissed him due to a disagreement with the pa. The pump is a "ticking time bomb" because he doesn't want the pump to run dry. This previous hcp's office will not send out his medical records or provide a referral so that he can get care from another hcp for the pump. The patient also inquired about getting the pump removed and noted he has been told he can get the pump removed by one hcp, and was told by another hcp that the pump couldn't be removed. Actions taken prior to the call consisted of the patient noting the pa was an "arrogant jerk" who wrote a "dear john letter" to him when they dismissed him. This pa told them that they could empty the pump and put saline into it. Troubleshooting done on the call consisted of reviewing the physician locator disclaimer and emailed physician listings. Reviewed the manufacturer¿s role, and redirected the patient to a hcp to inquire about removing the pump. Reviewed it is a medical decision to get an implant removed. The patient reports that he has been in chronic pain due to 45 years in construction, and that he can "survive" until the weather pressure changes. The patient then proceeded to state that the catheter broke and began to filtrate medication into his body because he doesn't have the pain relief. The medication is leaking into his back causing him to be tired and for his back to be numb. The pump never worked right, and that the pump's medication was previously "turned to 10.3." This was too high because he was falling asleep standing up and caused him to injure himself. He has had "so many medical problems" and that he asked the previous hcp's office to turn the medication down. His body is dependent on the morphine, and that the previous hcp cut the medication down to "3 point something". A day and a half later, he "hurt like there was no tomorrow". The previous hcp then began turning the medication back up, but the hcp cut off the oral medication. He can get along "just right", until the weather changes. When the weather changes, he is "in hell anywhere for 10-36 hours". When this occurs, he will try to get some relief by resting his head on a pillow on the bed. He is "living in hell" and that the previous hcp put off treating him for 2 months (prior to dismissing the patient), and "won't give him a damn referral". The patient noted difficulty getting help from a hcp located far away from him, and that the previous hcp should never have the ability to deal with the pump because they do not know anything about the pump. It is 1 doctor to 6,000 patients and that the hcp's office's philosophy is that "pain won't kill you, so what's the big deal". The pain isn't any fun and again expressed dissatisfaction with the previous hcp's service. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. It was unknown when the issue started. Additional information was received from the patient on 2019-oct-10. It was reported he has had the catheter replaced twice and "it's still leaking into my back" and "making me very lethargic and it's not working properly." Caller stated that the catheter was replaced because it was occluded. The same thing is happening now and he "can tell" because of the numbing agent (bupivacaine) in the pump and "it's really affecting me." Caller mentioned that "I've had 13-14 major surgeries." Caller stated that he's had "nothing but trouble for 17 months." Caller also mentioned that he fell "3 times standing up and I fell asleep and hit the ground" and on the 3rd fall he went face first into the dresser and tore a chunk out of his head and wrecked his neck. It is "making me lethargic but it's not killing the pain.¿